Manufacturer narrative:
User were alone out on a walk. When the user would turn with his walker the user discovered that the wheel hade came off and the user got no support from the walker. A passerby stopped his car and drove home user and the walker. Walker is left on the unit in wait for the reference number and will then be returned to the tac. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).

Event description:
User were alone out on a walk. When the user would turn with his walker the user discovered that the wheel hade came off and the user got no support from the walker. A passerby stopped his car and drove home user and the walker. Walker is left on the unit in wait for the reference number and will then be returned to the tac. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).